Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer noticed the intraocular lens (iol) was scratched once in the patient's eye. The iol was removed and replaced with a new one. No injury to the patient. Reportedly, loading forceps believed to have caused scratch when inserting into the patient's eye. In follow-up, it was reported that the surgeon noticed a scratch on the lens; the lens was fully inserted into the patient's eye and removed during the same procedure. There were no incision enlargement or vitrectomy performed, capsule tear, and no suture used. No patient injury reported and the patient is doing well.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residues and surface particles were observed on the lens. Only a portion of the lens was received (approximately half of the lens) and the lens optic was observed with scratches. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency has been identified. There are no additional complaints related for the po. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.